Event description:
It was reported that the patient was going to have a magnetic resonance imaging (MRI) performed on her thoracic area (pump is located under breast among rib area) to rule out a catheter tip granuloma. The patient experienced symptoms of being very dizzy, felt like she would pass out every time she lay down. It was noted that a study was done on her carotid artery that was ¿completely clear.¿ the device system was used to deliver fentanyl. The patient outcome was unknown at the time of this report.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(6), implanted: 2010 (B)(6), product type catheter product ID: 8 709sc lot# serial# (B)(6), implanted: 2010 (B)(6), product type catheter. (B)(6).